Manufacturer narrative:
Patient codes: 2687 labeled device codes: 1157 labeled 1212 labeled 3026 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported difficulty steering could not be determined. Furthermore, reported failure to adhere grasp the leaflets and reported clip aught on chordae was due to reported difficulty steering issue. Lastly, the patient effect of foreign body in patient is due to procedural circumstances. The reported patient effect of failure to retrieve mitraclip ntr system component, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the unintended movement of the clip resulting in the clip caught in the chordae where it was deployed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left ventricle (lv) when the clip rotated 30-40 degrees and became caught in the chordae. Attempts to secure a grasp of both anterior and posterior leaflets were unsuccessful. Troubleshooting was performed however the clip was unable to be removed from the chordae therefore it was deployed on the anterior leaflet and chordae and remained very stable post deployment. The subvalvular apparatus showed no damage and the mr was unchanged from the beginning of the procedure at grade 4 therefore the procedure was aborted. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.